Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was giving off a burning smell and was very warm to the touch. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that no complaint failure found on the remote monitor. Found error code 2300 <(>&<)> 5704 in the failure analysis (fa log). If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.